Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leakage, and returned one sample of material 72213n, lot 24033126. Upon initial visual examination, the set had no defects or abnormalities, just some staining from the medication used. The set was left to infuse water, but the leakage was not replicated. Further examination of the spike vent cap was found to be potential the issue. The vent cap was examined under microscope for issues. The manufacturing site used the vent cap issue to try and identify the root cause. There was not a definitive root cause found. Potential root cause relates to the training of personnel, and the process involved. All staff were notified of the issue. Device history record review for model 72213n lot number 24033126 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was leaking the following information was received by the initial reporter with the following verbatim: we had a line leak while administering ivig.